Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that while the customer was setting up, the ultrasound image did not appear on the cpu, and there was no trus signal. The customer attempted to reseat the cable connection, power-cycle the system, and swap the trus probe, but the issue persisted. As a result of this issue, the procedure was converted to a transurethral resection of the prostate (turp). There were no adverse health consequences to the patient as a result of this event.